Manufacturer narrative:
Info was received via medwatch report (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that central processing was preparing the instruments for the case and discovered that the partially cannulated reamer shaft was impossible to definitively clean with confidence. The surgeon decided not to use this item as he feels it could cause sterility issues.